Event description:
It was reported that the device would not operate on battery power. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the power pcb assembly and the interface pcb assembly. Proper device operation was observed through functional and performance testing. The device was then returned to the customer for use.